Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the hospital. Upon interrogation, the right atrial lead exhibited high, varying capture thresholds and low p-wave amplitudes. A chest x-ray was performed. The right atrial lead was repositioned on (B)(6) 2019. The patient was in stable condition.